Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the application of the lumbar concorde bullet box, the sales representative did not inform the dr. Exactly the characteristics of the product, assuming that he already knew the product and he did not previously ask about it. At the time of insertion, the specialist did not understand the specifications (it was informed by sales rep) impacting the device until the anterior part of the vertebrae l4 and l5, which could not be recovered and he had to leave it in a free cavity and apply another implant for the function that was required. The specialist introduced the implant under radiological vision and still has too much impact. The dr was not bothered at any time, but in the surgical description he argued that the instrumenter of the house told him the manufacturer's specifications for insertion, clearing his name of any legal circumstance. Patient consequence? :yes. Patient condition description: the device is left in the anterior part of the vertebral body. Action taken for procedure: it was tried to recover the implant, but it was impossible. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Product information: code: 187827107 and lot: atmfr3.